Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The following sections have been updated: d10: device available for evaluation change ¿no' to 'yes'. H3: device evaluated by manufacturer: change ¿no' to 'yes'. One osseotite® tapered certain® implant 4 x 11.5mm (xifnt411) was returned for investigation. Visual evaluation of the as returned product identified worn markings due to usage and a fracture on the collar.no per was provided. No pre-existing conditions were noted on the per, the patient had unknown bone density. The reported device was located on an unknown tooth and was used for an unknown duration. The customer provided an x-ray image (attached) which shows a fracture on the neck of the implant. DHR review was completed for the subject lot number (2016052125). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2016052125) for similar event and no other complaint was identified.august post market trending was reviewed and there were no actionable events or corrective actions for the reported event or device. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One osseotite® tapered certain® implant 4 x 11.5mm (xifnt411) was not returned for investigation. Since product has not been returned, visual/functional evaluation could not be performed. The investigation has been performed based on the available information using the item # and lot # (DHR/IFU/rmf).no per was provided. No pre-existing conditions were noted on the per, the patient had unknown bone density. The reported device was located on an unknown tooth and was used for an unknown duration. The customer provided an x-ray image (attached) which shows a fracture on the neck of the implant. DHR review was completed for the subject lot number (2016052125). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2016052125) for similar events and no other complaint was identified. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed. The following sections have been updated: b4: date of this report . G7: type of report, follow-up number . H2: follow up type . H3: device evaluated by manufacturer: change ¿no' to 'yes' . H6: evaluation codes. H10: additional narrative.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number: (B)(4).

Event description:
Fractured implant was removed.

Manufacturer narrative:
Zimmer biomet (B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Weight unknown / not provided. Email address unknown / not provided.

Event description:
It was reported implant fractured. Lower part of the fractured implant remains in patient's mouth and won't be removed.